Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call prime/fill anomaly on the reservoir. Troubleshooting for prime/fill anomaly was performed. Customer changed out their infusion set and noticed an air bubble in the reservoir. Customer attempted to remove the bubble but instead it became pressurized and frozen. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.